Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument tip was broken. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the tip of the instrument snapped off when nurse tried to hand it to the doctor. The distal tip was the part found to be broken. The distal tip was broken and missing, it was on the operating table and was retrieved without being attached to the patient's body. It is unknown if there was any broken cables. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a broken grip at the grip base, with a piece approximately 7.79 mm in length missing. The broken fragment was not returned with the instrument. Further inspection revealed no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause of broken instrument grip-tips and detached fragments is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.